Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR ID# 2134265-2013-03650. It was reported that post a percutaneous coronary intervention procedure, the patient experienced a myocardial infarction. On (B)(6) 2013 the patient was referred for cardiac catheterization. Coronary angiography revealed 80% stenosis in circumflex beyond the main obtuse marginal. The obtuse marginal has 50% stenosis, and left internal mammary artery to the left anterior descending artery has 99% tubular stenosis. The entire distal vessel has 60-70% stenosis. The 80% stenosed and 10mm long 1st target lesion was located in the 1st obtuse marginal artery with a reference vessel diameter of 2.5mm. The 1st target lesion was treated with direct stent placement of a 2.25x20mm promus element plus stent, resulting in 0% residual stenosis. A 99% stenosed and 14mm long 2nd target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.5mm. The 2nd target lesion was treated with pre-dilation and placement of a 2.25x20mm promus element plus stent, resulting in 0% residual stenosis. Post deployment of 2.25x20mm promus element plus stent, the patient was given fentanyl for pain due to stretching of the left anterior descending artery. On (B)(6) 2013, elevated cardiac enzymes were observed and the patient was diagnosed with a myocardial infarction. No action was taken to treat the myocardial infarction. Two days later the event was considered resolved and the patient was discharged on aspirin.